Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and it did not even alarm insulin flow block alarm. The customer's blood glucose level was in the 300's mg/dl. The customer stated that she changed he site and it fixed the issue. The customer declined troubleshooting for no delivery alarm. The insulin pump will not be returned for analysis.